Event description:
Patient had surgery to repair strabismus in 2008. She returned to surgery today because of surgery failure. The suture used was broken on both sides of the knot. The suture is ethicon product j578g. 6-0 vicryl s-24 needle. Dates of use: 2008. Diagnosis: strabismus.